Manufacturer narrative:
(B)(4). The age of the patient was not reported, however, it was reported that this occurred in the neonatal intensive care unit. The customer reported a potentially associated lot number, dr13128015. A batch review will be performed for dr13128015. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot numbered evaluated in the batch review was manufactured on 09/28/2013 and the expiration date for that lot is 10/02/2018, though it was unable to be 100% confirmed that this lot was the lot in use by the customer. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber separated from the burette of a clearlink buretrol solution set, causing a leak. This occurred during infusion in the neonatal intensive care unit. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.